Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services on 12/07/2016 reported that several out of range ra intrinsic yellow alerts were noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).